Event description:
The patient with a history of acute mi without shock and st elevations less than 12 hours prior to the procedure was admitted. He had an ef of 40%, and greater than 50% stenosis in the rca. The 3.0mm distal rca had 100% stenosis; timi flow was 0. The de novo, 15mm lesion was totally occluded, with little to no calcification. Following predilation, a 3.0x18mm cypher was deployed. The site was not postdilated. Postprocedure stenosis was 0% and timi flow was 3. The patient was dischargged 4 days later. Almost 5 weeks later, the patient returned with chest pain, and had an mi with st elevations and stent thrombosis.